Manufacturer narrative:
One 4.5 flexible endoscopic drill and one 2.4x13.50mm flexible passing pin were returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill has broken at the drill tips pulse marks. The drill head is jammed on the passing pin about mid point of its length. Removal of the drill head from the passing pin showed bone residue between the drill head and passing pin. No material voids are present at the break area. The primary cutting edges of the drill are dull and have visible damage. The cannulation is burred. The shaft of the drill is bent. Two thirds of the passing pin is heavily scored in a circular manner, no other damage observed. It was determined that user error may have been a contributive factor for the event.

Event description:
It was reported that during an acl reconstruction the surgical tech noted that the tip of the 4.5 flexible drill bit had broken off from the shaft. X ray was taken to ensure no metal pieces were left in the patient. No patient injury was reported.